Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, when the tissue was removed from the upper left lobe, the handle could not be fired. The surgeon was able to press the green button but was unable to squeeze the handle. Another device with the same model was used to complete the procedure. There was no patient injury.